Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-05371 and 1627487-2013-05372. It was reported the pt has unable to receive adequate stimulation. Reprogramming attempts have been unsuccessful. During the implant of the ipg, one of the anchors (from the same lot) was found to be broken and was replaced. The pt plans to contact an sjm rep about her issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.